Manufacturer narrative:
E1: the facility contact last name was not provided for reporting. H3, h6: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion. H6: component code "transmitter" was chosen for rf transmit/receive coil for MRI. Component is a foot/ankle body MRI coil.

Event description:
Siemens healthineers was notified of a patient injury associated with a magnetom area system. It was communicated that the patient was burned. Although siemens healthineers requested additional information from the customer regarding the nature and extent of the patient¿s burn injury, a response has not been received as of the date of this report.